Event description:
Additional information obtained: spoke with the risk manager and she advised the patient presented to the surgeon's office with three days of nausea, vomiting, and difficulty swallowing. The patient was sent to the ER for upper gi and barium swallow. The band was noted to have a posterior slip. The patient was admitted for rehydration and the band was removed. During the band removal it was observed that the "plastic tubing" over the locking connector had migrated along the tubing. The surgeon then decided to replace the entire banding system. The patient tolerated the procedure well. The length of the hospital stay was 3 days.

Manufacturer narrative:
(B)(4). The velocity port with the locking connector and tubing strain relief (tsr) were returned for evaluation. Note that band was returned for evaluation. The event description reported band slippage, therefore analysis related to the reported event could not performed however it is also noted that evaluation of the device cannot confirm events that are physiological in nature. The returned port was visually inspected. Visual inspection also indicated that that the actuator ring from the velocity port was returned in locked position and hooks were deployed. The locking connector was in locked position, and tubing strain relief (tsr) was in place. Upon microscopic evaluation, it was noted that the septum was punctured 18 times. No marks or punctures were observed on the tubing strain relief. While it is not possible to draw a definitive conclusion regarding root cause of the band slippage, it is noted that band slippage is a recognized adverse event associated with gastric banding and the use of the realize adjustable gastric band. With respect to tubing strain relief movement. A design enhancement was implemented (B)(4). A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. It was also determined that the lot was part of the recall.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.